Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: l4-5 posterior spinal decompression/bilateral with medial facetectomies and foraminotomies as well as diskectomy, l4-5 posterior lumbar interbody fusion, implementation of ray cages, two implants, l4-5, use of bone morphogenic protein/bmp, l4-5 posterolateral spinal fusion, use of local bone graft/morsellized bone graft, pedicle screw instrumentation/segmental instrumentation using tsrh with crosslink; for pre-op diagnosis of: central disc herniation l4-5 with spinal stenosis, spinal instability with kyphosis, l4-5. Indications: patient had long history of chronic back and bilateral lower extremity radicular pain. MRI of lumbar spine showed large central disc herniation at l4-5 with associated severe stenosis. Per-op notes: "...a 6 inch incision was made over l4-5 disc space. Decompression was taken to the pedicles bilaterally. Medial facetectomies and foraminotomies were performed. A 14mm x 21mm ray cage was implanted. A second cage was implanted on the contralateral side. After placement bmp soaked sponges were placed in the cages and then caps were placed. Pedicles screws were then placed... There were no complications. The patient tolerated the procedure well."

Event description:
It was reported that the patient underwent plif at l4-5 uwing ray cages with rhbmp-2/acs. On (B)(6) 2004 the patient underwent surgery to remove the hardware. Post-op the patient has developed chronic pain, no use of left arm, pain in spine and right leg, and is disabled.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.